Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown. Patient sex: unknown. Weight: unknown. Brand name: unknown. Device product code: unknown. Catalog number and lot number: unknown. Email address: unknown. PMA/510(k) number: unknown.

Event description:
It was reported that the abutment shattered in the patients mouth. It abutment was able to be removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown bellatek® zirconia abutment with crown attached was returned for investigation. It is likely to be an edaz or edax abutment. Visual inspection via naked eye and camera magnification revealed the abutment was broken above the hex attachment. The broken hex was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A lot specific complaint history review could not be conducted as the lot number is unknown. However, it is known that the reported event and reported device were previously investigated under CAPA (B)(4). As a result of the CAPA, the reported device was obsoleted. A recall was also issued. Based on the available information, device malfunction did and the reported event was confirmed by visual and physical evaluation. No further investigation is required, as the issue was previously addressed under CAPA (B)(4) and this item is now obsolete.